Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over. A technical support specialist (tss) confirmed that bd services were running, and several stations were placed into critical override manually by a user rather than due to a sync down condition. Server downtime queries showed current timestamps, an active interface, and no delays in carefusion coordination engine (cce) processing except for one sync server displaying a delayed heartbeat. While the tss reviewing the issue, customer confirmed that hospital information technology (it) team found that messages were stuck within the rhapsody interface engine between electronic privacy information center (epic) and pyxis. It team identified and resolved a disk related issue that was preventing message flow. After the correction was applied, the customer confirmed that the interface resumed normal operation, all messages were processing correctly, and the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to all stations and were delayed by about 10 to15 minutes. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.